Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a low blood glucose level and needed assistance connecting the glucometer to the device. Blood glucose level at the time of the incident was 50 mg/dl. Customer declined troubleshooting for low reading. Meter was connected successfully. The insulin pump was not replaced or returned for analysis.